Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to get any coupling boxes and that this had occurred since implant. It was noted that the caller thought that the issue was depth. It was noted that the patient was meeting with the implanting health care professional (hcp) later today. It was noted that the patient was charging more than expected. It was noted that the patient was using one program at 2.6 volts, 450 microseconds, 40 hertz, 534 ohms, with 2 positive and 2 negative. It was noted that the patient was currently about half way full. It was noted that a calculation recharge interval was 29.55 days at 24 hour use. Additional information received reported that the patient was never able to recharge after implant. It was noted that an x-ray was done to confirm that the battery was not flipped. It was noted that the patient was scheduled for a pocket revision on 2013 (B)(6). Additional information received reported that a replacement was required. It was noted that the patient could not get a good coupling due to the depth of the battery placement. It was noted that the patient was taken back to surgery and was "adamant" about not going through a pocket revision and instead wanted a non-rechargeable device. It was noted that the patient had difficulty getting a coupling over 2 bars when trying to recharge. It was noted that it was determined that the battery was implanted too deep. It was noted that the patient was "adamant" that they wanted a revision and the battery to be replaced with a non-rechargeable. It was noted that the patient was alive with no injury and there were no patient symptoms or complications.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37701, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Additional information reported the first ins had a faulty battery and never took a charge. The patient had a charging session with a rep. The ins was replaced with a non-rechargeable battery. The patient was under the impression that rechargeable unit was a 15 year battery. There were no patient symptoms reported. Medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report, a supplemental report will be submitted when results are available.

Event description:
Additional information received reported that the patient was doing great following the replacement to a non-rechargeable.